Event description:
An ipp device was implanted on 10/4/90. The pump was revised on 4/2/96. Info received on 5/7/97 indicates the patient complained of fluid loss again one month after prior surgery. Info received on 7/31/97 indicates teh entire device was removed from the patient and replaced on 7/24/97 due to fluid loss-pump.

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Tubing was functional. Cylinder was functional. Cylinder had a wear leak.